Event description:
It was reported that the patient with this implantable pacemaker experienced chest pain, falls and almost passed out. The clinician checked the heart vessels and found nothing wrong. There is potential malfunction per clinician. The patient advocate wanted to know how often the device should be checked since the device has not been checked for a long time. Boston scientific technical services (ts) informed patient advocate that device should be checked routinely and advised to contact the clinician office about patient symptoms. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker experienced chest pain, falls and almost passed out. The clinician checked the heart vessels and found nothing wrong. There is potential malfunction per clinician. The patient advocate wanted to know how often the device should be checked since the device has not been checked for a long time. Boston scientific technical services (ts) informed patient advocate that device should be checked routinely and advised to contact the clinician office about patient symptoms. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and replaced with a new device.